Event description:
The product randomly went off in pt without trigger being activated. It wouldn't turn off so the doctor took the device out of the pt and put on a mayo stand. Machine randomly turned off 5 minutes later and was taken to the risk management office. It then went off again in her office multiple times without being activated. "Thinking trigger issue".

Manufacturer narrative:
Due to the fact that the product couldn't be sent back to lina further investigation couldn't be done.